Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the left ventricular lead exhibited high capture threshold and subsequently loss of capture. The lead was capped and replaced with a left bundle branch lead on (B)(6) 2026. The patient was in stable condition.